Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid-distal right coronary artery (rca). The 1.50mm x 15mm emerge¿ mr balloon catheter was advanced for post dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The physician completely removed the device from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.